Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was turned off for 4 days, and when the customer turned the pump back on the pump time was inaccurate. Tandem technical support guided the customer through setting the correct time on the pump. Customer's blood glucose level was not impacted.